Event description:
Overdelivery reported: it was reported that tpn bags with inaccurate dextrose and amino acid volumes were dispensed to three pts in the nicu. According to the customer contact, neonate #1 experienced an unexpected significant increase in the glucose level (320mg/dl). Regular humulin insulin (0.0lu/kg) was administered subcutaneously. It was reported that after the insulin administration, the glucose level returned to within acceptable parameters. Though requested, there was no add'l info available.